Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional confirmed, left-sidecapsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device additional observations: observed deformation on the device observed creases on the device white particles observed in the surface of the shell observed wear abrasion on the device.

Event description:
Patient reported left side capsular contracture baker grade IV later confirmed by physician. The device has been explanted and replaced.